Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 47 mg/dl. The customer had treated their blood glucose with food. The customer also reported a broken belt clip. Customer's belt clip will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.